Manufacturer narrative:
The ge representative conducted an onsite investigation. The reported problem could not be duplicated. The log files were retrieved. The system was tested and operates as intended.

Event description:
The customer reported that the left monitor on the 9900 system would flash black and white, and would display an image without the correct date. No pt injury was reported.